Event description:
A physician reported that the patient had experienced extreme glare and unable to drive at night in the right eye of a patient, after lasik surgery. There are two related reports for this event. This report addresses the patient initial's (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in a.1., b.5., 5.6., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The laser was started, and the energy-check was started only allowing for a warm-up time. The system successfully passed all initialization steps. The user performed the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows eight successfully performed treatments on that day. The reported treatment could be identified in the logfile. The measured energy was stable. The logfile shows that the reported treatment in right eye was performed successfully. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. To the actual point of information there is no indication of a product malfunction. The concerned device was initially manufactured according to its specifications and fulfilled all acceptance criteria. It has regularly undergone onsite preventive maintenance by technical service, including maintenance activities before and after the treatment day. The device was successfully verified within the latest instance of preventive maintenance and showed no abnormalities that could have contributed to the reported event. The logfiles for the associated treatment were reviewed and showed no factors contributing to or technical reasons for the reported event. The root cause could not be identified conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had experienced extreme glare and unable to drive at night in the right eye of a patient, after lasik surgery. There are two related reports for this event. This report addresses the unknown patient initial's, right eye and other manufacturer reports will be filed.